Event description:
The facility reported a pump that would not beep like other pumps when disconnected from ac power. This event occurred during customer use with no pt involved. There was no pt injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Uf/importer report #6000001-2009-0015 was inadvertently sent in error for complaint due to an error in the assessment of design specification ownership. This report replaces uf/importer report # 6000001-2009-00105. The pump is in the process of being evaluated. A follow-up report will be filled upon completion of the evaluation, or if any additional details become available. This report represents all information know by the rptr at this time.